Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm (air in set/line) due to a use error further described as a patient did not make sure that there was a tight connection to the dianeal bag during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line) alarm. This alarm occurred during peritoneal dialysis. The patient was connected at the time of the alarm. Troubleshooting determined that one of the lines had separated from the dianeal bag. Per the patient, the connections were not defective or broken. The technical service representative had the patient close all clamps, cycle power, disconnect aseptically and then press go to remove cassette. The technical service representative reviewed proper procedures with the patient. The patient will set up again with new bags and cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.